Manufacturer narrative:
Should additional information become available this event will be updated.

Event description:
Boston scientific received information that during the implant procedure high out of range pacing impedances were noted on this right ventricular (rv) lead. The lead was replaced with a competitor lead. The lead will not be returned. No adverse patient effects were reported.